Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was reported and that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customers blood glucose was 322 mg/dl.